Event description:
It was reported that during device change out surgery due to normal eri, right atrial lead was noted to have insulation breach. Lead had no electrical anomaly. Lead was repaired with medical adhesive and suture sleeve. Surgery was completed without any complication. Later, the lead was explanted for unrelated to the lead issue.

Manufacturer narrative:
A partial lead was the connector pin measuring 15.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.